Event description:
It was reported by the customer that the device will not power on. It was also noted that the charge pak, low power and service icons were displayed. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The reported failure was verified and repair of the device was recommended; however, repair was declined and the unit was returned to the customer at their request. The root cause of the reported failure could not be determined.